Event description:
Reportedly, in the ppi procedure to heavily calcified anterior tibial artery, physician planned to complete the procedure by crossing a guidewire through the target lesion, and subject guidewire was advanced, crossed the lesion. When removing this guidewire it was broken in the lesion due to being trapped. Then another guidewire was advanced into the vessel, planning to remove the fractured portion of the broken guidewire by tangling it, but unsuccessful, and during the manipulation, physician felt resistance with this additional guidewire. Coil elongation was seen with it. A microcatheter was advanced over this latter guidewire, which was removed out without separation. Reportedly, the fragment of the broken portion of subject guidewire was taken out by puncturing the vessel at the distal section of the ata and advancing a snare device into the vessel. Patient was discharged two days after without complication. Physician commented that the trap of the guidewire is due to the patient anatomical condition, heavily calcification of the lesion.

Manufacturer narrative:
Single reporter (B)(4). Core wire was broken off at approximately 36mm from tip end, coil over the broken distal portion was elongated to approximately 31cm, the coil over the broken proximal portion was also elongated to 54cm while total original coil length is 110mm. Sem observation of core revealed striation on the breakage site, suggesting the breakage due to repeated bending force. Core wire and coil wire breakages surfaces met each other, they were confirmed being entirely removed out from the patient anatomy, however the plastic polymer over-coating was damaged in fragment, entire removal could not be determined. With the outcomes of the investigation, it is inferred that, push-pull manipulation was applied to the guidewire while its distal end was trapped in the target lesion, resulting accumulation of bending force to the core wire, which was broken due to the force exceeding the product design limited.